Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause is that the surgeon applied too much force on the distal tip or tried to use the device as a lever, causing the tip to snap. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Related medwatch: 1221934-2017-10692.

Event description:
The affiliate reported via email both truespan applicator devices snapped at the same point, approximately 3 cm proximal to the most distal point of the cannulated needle tip. There was a delay of 10 minutes. Additional information received via email from the affiliate on 10-16-2017: this issue was discovered intraoperatively on the date detailed, friday (B)(6). One straight needled truespan device was used successfully. Following that two 12 degree angled needle devices were used and both failed. The first device snapped intra-articularly while positioning for deployment of the first back stop. No implant was deployed. The second device deployed the first back stop successfully and then snapped whilst mobilizing to deploy the second backstop. The initial backstop was easily removed and the surgeon did not indicate that this was to the detriment of the patient. Neither device left debris from breakage in the patient. This was the surgeon¿s first time using the device, he is a high volume arthroscopist who routinely uses the fast fix 360 device from smith and nephew for the same procedure. The delay was circa 10 mins to the surgical duration. The procedure was completed although with less meniscal repair than planned and more debridement of the meniscus than planned. The surgeon did not indicate a negative patient impact although there was an increase in intraoperative time as indicated above.